Event description:
Pt reports they had somehow become stuck at a screen where it was prompting him to enter the lock code. Pt was adamant there was not back button/option. Advised pt to remove and replace battery. This reset the pump and pt confirmed screen showed `running` and he was connected with no leaking from the cannula or tubing. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported. Lot number and expiration date are unknown. Diagnosis for use: parkinson's disease.